Event description:
The patient underwent successful angioplasty and stenting of the left internal carotid artery (80% stenosis) and left supraclinoid internal carotid artery (70% stenosis) in 2007. There was no neurological deficit noted at the end of the procedure. The patient did well until the end of the month when there was an onset vision loss of the lower left eye field. This was diagnosed as an ischemic cerebrovascular accident (stroke). The patient is a male with a history of coronary artery disease, congestive heart failure, chronic pain syndrome, hypothyroidism, and cardiac arrhythmia. The vessel was described as moderately calcified and mildly tortuous. The lesion was eccentric and ulcerated. The length of the lesion was 15mm and the diameter was 8mm. The patient was enrolled in the sapphire study. The physician made access via the right common femoral artery, followed by over-the-wire placement of a 5fr. Simmons select catheter, which was placed in the left common carotid artery. A 6fr. Shuttle sheath was then advanced into the left cervical common carotid in exchange fashion over a storq wire. Coaxial placement of the angioguard distal protection device was then used in attempts to cross the high-grade left internal carotid artery stenosis, but were unsuccessful. This was replaced by an emboshield distal protection device, which was placed in the cervical internal carotid artery and deployed.

Manufacturer narrative:
The lesion was pre-dilated with a 4mm balloon, followed by placement of a 10 x 30 precise stent and post-dilation with a 6mm balloon. Following retrieval of the distal protection device, the 6fr, shuttle sheath was advanced to the left internal carotid stent, and a sl-10 microcatheter and synchro wire was used for catheterization of the supraclinoid artery stenosis. Angioplasty and stenting of this artery was performed with a 3mm gateway balloon and a wingspan 45x15mm stent. Follow up angiography of the lesions were performed demonstrated no significant residual stenosis, dissection, or evidence of intraluminal clot. The patient tolerated the procedure well and was transferred to the ICU in satisfactory condition. The patient was discharged home in 2007 on aspirin and clopidogrel. The patient returned to the emergency at the end of the month, complaining of loss of lower left field vision. The patient also had a general fatigue and lower back pain. A CT scan of the head without contrast demonstrated an old left parietal occipital infarct, primarily involving the white matter, but also the occipital gray mater. There were also several uniformed sized, punctuate radiodensities in the left hemisphere, primarily scattered peripherally. These resembled radiopaque emboli. The patient also had a history of tremors, which seemed to have increased since being admitted. The patient was diagnosed with left visual change and cerebrovascular accident (cva). The patient had been advised to continue to take coumadin plus his other medications and follow-up with ophthalmologist. The product is not available for evaluation and testing. Add'l info to be submitted 30 days upon receipt.